Event description:
Info rec'd from the 8th (B)(4) endovascular symposium indicated: a (B)(6) male pt underwent aaa repair in (B)(6) 2011. The pt was suitable for the procedure. One month after the procedure, elevation of blood pressure and renal dysfunction were observed. Treatment with two antihypertensive drugs was initiated. Flow rate increase in origin of the right renal artery was confirmed by echographic examination in the renal artery. The physician judged that occlusion of the right renal artery had occurred, and decided to conduct revascularization in three months after the procedure. In (B)(6) 2011, revascularization was conducted. A 5fr sheath was inserted into the right femoral artery to perform angiography. The angiography did not show the right renal artery since it was covered with fabric of the stent graft. Then cannulation was successfully completed with xtreme wire, but because a balloon could not be advanced over the wire guide, the xtreme wire was changed to thruway wire. Since sterling 2-20mm could be advanced across the lesion, pre-dilation was performed. Then, express sd 4-15mm was deployed and post-dilation was performed. Renal dysfunction occurred, but the pt recovered.

Manufacturer narrative:
Event evaluation: still under investigation.